Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-06114 for a description of the second device. It was reported to boston scientific corp that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, when the physician was preparing to place the first mesh leg and attempted to load the needle into the capio device, the needle detached from the suture, outside the pt. The physician completed the procedure with another pinnacle posterior pfr kit without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).